Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that several months after implantation of an eptfe vascular graft, a leak in the graft was identified and surgical intervention was performed to remove the device. The patient is reported to be doing well after the surgery.